Manufacturer narrative:
A device history record review could not be performed on model 309657 because a lot number was not provided by the customer. No sample returned for investigation.

Event description:
Material#: 309657 ;batch#: unknown. It was reported by customer that quality control issues and visible misc. Particles present in syringe barrels. Verbatim: quality control issues and visible misc. Particles present in syringe barrels.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: "quality control issues and visible misc. Particles present in syringe barrels."